Event description:
Reportedly, while the pt was undergoing a MRI scan of his shoulder, the cable of circular rf coil c1 allegedly became hot and as a result the pt received a first to second degree burn to the right forearm. The burn area was approx the width of the cable which corresponded to the area on the pt's right forearm where the cable allegedly came into contact. Reportedly, the pt received medical treatment in the hosp emergency room immediately after the event.